Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient faced high blood glucose level of 400 mg/dl. Therefore, the patient was hospitalised on (B)(6) 2024. At the time of this report, the patient was not released from the hospital. No further information was available.